Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s dexcom g7 cgm mobile device displayed a ¿low¿ glucose alert, and her bg meter showed a reading of 500 mg/dl. Despite being asymptomatic, the patient proceeded to the emergency department (ed) for evaluation. Upon arrival, her bg level was measured at 468 mg/dl. She was treated with intravenous (IV) fluids and subsequently discharged after a one-day hospital stay. Although the report states the patient was discharged one day, the length of time in the hospital (less than or more than 24 hours) is unknown. The patient was reported to be stable and recovering well following discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.